Event description:
This male patient had the following medical history: acs, smoking and family history of cad. The target lesion was the mid left anterior descending (lad). The vessel was de novo and eccentric. Aha/acc classification of the vessel was a type b2. The lesion length was 15mm and vessel diameter was 3.5mm. The procedure was an emergency case due to acs. Pre-dilation was not conducted. Distal protection was conducted during the procedure. A cypher (2.5 x 18mm) (lot i0306117) was implanted at 14 atmospheres (atm) for 30 seconds. Post-dilation was conducted with a balloon (2.5 x 9mm) at 18 atm for 13 seconds. Ivus was conducted. Timi flow was 2 before the procedure and 3 after the procedure. Act was not measured. Thirty minutes after the procedure, the patient complained of chest pain in the ICU. Cag was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, aspiration and thrombolytic agent was administered (urokinase 120,000u). Physician's comment: the probable cause of the thrombotic event was because the stent was partly under-dilated due to focal positive remodeling of the lesion.